Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through adc fa16may2006 letter.

Event description:
A foreign distributor reported that the unit of measure changed from mg/dl to mmoi/l on this freestyle flash meter (see section d). The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.